Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that for 3 weeks ago the patient charged their ins to 100% and charged the ins 3-4 days after and the ins only went down 90% and they weren¿t sure why the ins only used 10% of its battery life. The patient reported they didn¿t feel stimulation and were having pain for 3 weeks ago. They said prior to 3 weeks ago they were feeling stimulation a little and getting relief. Troubleshooting was done over the phone and the patient synced to the ins showing the ins battery life at 100% and the controller was 90% charged, setting group a, at 0.9v and they had therapy off. The patient¿s husband assisted the patient to increase stimulation to 3.5v and recommend they monitor the symptoms and stimulation sensations. It was reviewed since the settings was very low the ins could be using very little energy. If the ins was off too it wouldn¿t use much energy. The patient confirmed there were no falls or trauma.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.